Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. The insulin pump was received with cracked battery tube threads, a cracked reservoir tube lip and minor scratches on the display window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had high blood glucose levels of 578mg/dl and 402mg/dl. It was also reported that the buttons on the insulin pump are unresponsive and sticking. Customer's blood glucose level at the time 324mg/dl. Troubleshooting occurred. Advised to discontinue use of the insulin pump. No additional information was provided.